Manufacturer narrative:
B.3. Event date corrected to (B)(6) 2023.

Manufacturer narrative:
H.6. Investigation findings code c19: the device remains implanted and is not available for analysis. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment using gore® tag® conformable thoracic stent graft with active control system (ctag ac) for a thoracic aortic aneurysm. One debranch (right axillary artery ¿ subclavian artery ¿ left axillary artery) was performed as a concomitant procedure. Reportedly, the patient's aorta was bovine arch. The ctag ac was deployed in a position where the partial uncovered stent intentionally covered about half of the left common carotid artery. The patient tolerated the procedure. On (B)(6) 2023, after procedure, the patient developed a cerebral infarction (incomplete aphasia). Since the patient¿s symptoms are not severe, it is expected to improve through rehabilitation. The physician stated as follows. This is a cerebral infarction that appears to have originated from the left common carotid artery. Although the distal arch was shaggy, the left common carotid artery was not touched, so the onset was in an unpredictable location.